Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to rising thresholds. System was explanted and replaced on the other side. No adverse patient events were reported. Should additional information become available, this file will be updated.